Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 27-apr-2021. The most recent information was received on 03-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of headache ('regular headaches') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced headache (seriousness criterion medically significant), hypoacusis ("hearing difficulties"), arthralgia ("pain in joints and tendons"), tendon pain ("tendon pain"), visual impairment ("visual disturbances"), pruritus ("itching"), nasal dryness ("otorhinolaryngology dryness"), dry throat ("otorhinolaryngology dryness") and ear disorder ("otorhinolaryngology dryness (term split)"). At the time of the report, the headache, hypoacusis, arthralgia, tendon pain, visual impairment, pruritus, nasal dryness, dry throat and ear disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, dry throat, ear disorder, headache, hypoacusis, nasal dryness, pruritus, tendon pain and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of headache ('regular headaches') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced headache (seriousness criterion medically significant), hypoacusis ("hearing difficulties"), arthralgia ("pain in joints and tendons"), tendon pain ("tendon pain"), visual impairment ("visual disturbances"), pruritus ("itching"), nasal dryness ("otorhinolaryngology dryness"), dry throat ("otorhinolaryngology dryness") and auditory disorder ("otorhinolaryngology dryness"). At the time of the report, the headache, hypoacusis, arthralgia, visual impairment, pruritus, nasal dryness, dry throat and auditory disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, auditory disorder, dry throat, headache, hypoacusis, nasal dryness, pruritus, tendon pain and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). This spontaneous case was reported by a consumer and describes the occurrence of headache ('regular headaches') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced headache (seriousness criterion medically significant), hypoacusis ("hearing difficulties"), arthralgia ("pain in joints and tendons"), tendon pain ("tendon pain"), visual impairment ("visual disturbances"), pruritus ("itching"), nasal dryness ("otorhinolaryngology dryness"), dry throat ("otorhinolaryngology dryness") and auditory disorder ("otorhinolaryngology dryness"). At the time of the report, the headache, hypoacusis, arthralgia, visual impairment, pruritus, nasal dryness, dry throat and auditory disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, auditory disorder, dry throat, headache, hypoacusis, nasal dryness, pruritus, tendon pain and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.